Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of this report being sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [0502320000-2016-8001.pdf] h3 other text : device not returned to manufacturer

Event description:
Per the attached user facility medwatch report (B)(4), which was received from the FDA on (B)(6) 2016, the event is described as follows: "physician attempted to remove guide from sheath. Inside of sheath came back thru the valve. It was removed with the guide still inside and a new sheath was used."